Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('high pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("you still need antibiotic for a uti"), migraine ("migrain"), constipation ("constipated"), exfoliative rash ("red after wash face but quickly turns scaly") and burning sensation ("burning sensation in face"). The patient was treated with macrogol 3350 (miralax) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection and migraine outcome was unknown and the constipation had resolved. The reporter considered burning sensation, constipation, exfoliative rash, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new event: migraine was added. Reporter was added on 23-mar-2020: follow up received from social media. Reporter was added. Events constipation and pain were added. On 23-mar-2020: social media case. Added event red after wash face but quickly turns scaly and burning sensation in face. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("you still need antibiotic for a uti"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal and urinary tract infection outcome was unknown. The reporter considered medical device removal and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media: new event: medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.